Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the coupling device was not holding the drill bits. During in-house engineering evaluation, it was determined that the device would not hold the 0.6mm and 3.2mm k-wires, labeling and etching was difficult to read, runs untrue, wire did not spin straight when running, corrosion and metal on internal components, bearings were stuck inside of slide sleeve, component damage and vibration. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.